Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that when attempting to place the intra-aortic balloon (iab), it would not advance. It appeared that the balloon had been penetrated. The physician asked for a new balloon. The iab was replaced. The patient was do-not-resuscitate (dnr) and coded. It was noted that the patient is deceased, however the facility does not attribute the death to the device. This case is for the second iab used, with no reported malfunction.